Event description:
Pt was treated in 2004. Pt developed severe swelling immediately post treatment, followed by blistering on both sides of face. In 06/04 at most recent follow-up. The swelling and blisters have resolved. The pt now has atrophic depressed scars on both cheeks and within the depressed scars are individual hypertrophic and elevated scars. Hypertrophic scars were injected with steriods.